Manufacturer narrative:
(B)(4) initial

Event description:
This freedom ac power supply was not in patient use. The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that the green connector of the freedom ac power supply was difficult to insert and was not recognized by the freedom power adaptor. This alleged failure mode poses a low risk to a patient because this issue was observed when the freedom ac power supply was not in use by a patient. In addition, the reported issue would not prevent the freedom driver from performing its life-sustaining functions. The freedom driver has a redundant power source of onboard batteries. The freedom ac power supply will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4). This was submitted in error, as this is a duplicate report. The report has already been reported under MFR report # 3003761017-2015-00435. The investigation is ongoing and the results of the investigation will be provided in a follow-up MDR, under MFR report # 3003761017-2015-00435.

Event description:
This freedom ac power supply was not in patient use. The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that the green connector of the freedom ac power supply was difficult to insert and was not recognized by the freedom power adaptor. This alleged failure mode poses a low risk to a patient because this issue was observed when the freedom ac power supply was not in use by a patient. In addition, the reported issue would not prevent the freedom driver from performing its life-sustaining functions. The freedom driver has a redundant power source of onboard batteries. The freedom ac power supply will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. This was submitted in error, as this is a duplicate report. The report has already been reported under MFR report # 3003761017-2015-00435. The investigation is ongoing and the results of the investigation will be provided in a follow-up MDR, under MFR report # 3003761017-2015-00435. Syncardia is closing this file.